Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was being implanted with a lead for an advanced evaluation using an external neurostimulator. It was reported that there was a stim response on the right side with the foramen needle; however, when the lead was placed, there was no stim response. The healthcare professional (hcp) tried the left side and the patient was getting response with the needle. Technical services asked if the lead had moved, but the caller insisted that the patient was getting response when the hcp tapped on the needle. Technical services suggested connecting to an extension to test the impedance, but the hcp didn't want to do that because the extension needed to be tunneled first. The hcp tried again with the j hook and did not get a response. Technical services told the rep they could use another lead at that point. The original lead was replaced and it was noted that the tines had not been deployed on the original lead.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the original lead did not illicit a motor response like the foramen needle. The second lead did not illicit a motor response either but the patient tested the device for two weeks and were successful with symptom relief.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.